Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. The customer was able to charge the pump successfully using an alternate wall adapter. There was no reported adverse impact to the customer¿s blood glucose.